Event description:
A report was received that the pt underwent a pocket revision due to having difficulty charging. The physician repositioned the pocket and implanted two lead extensions. The pt was reportedly doing fine after the revision procedure.